Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was broken. A field service engineer (fse) inspected door 4 for rust and erosion. Found white and brown dried substances on the lower grill, giving the appearance of rust and wear. Removed and cleaned the lower grill; confirmed no rust or excess wear was present. Fse inspected the door 4 clear panel. Found a large crack in the panel. Confirmed the tower door plexiglass was broken on door 4. Replaced the door panel and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door was broken. There were no adverse events or injuries reported based on this event.